Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.